Manufacturer narrative:
On (B)(6) 2016, the customer reported to have not received any further occlusions. The t:flex pump user guide indicates that only humalog and novolog have been tested by tandem diabetes and found to be compatible for use in the t:flex system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl. The customer was not sure what caused the high bg. During troubleshooting with tandem customer technical support (cts), the pump history showed that an occlusion alarm had occurred. The customer indicated that multiple occlusion alarms were received that day. A pump system check was performed. Insulin was not exiting from the infusion set tubing as expected. The customer changed the cartridge and infusion set site. The bg level dropped down to a normal range. Reportedly, the customer had been using apidra insulin in the cartridge. Cts informed the customer that apidra was not labeled for use with the pump.